Event description:
The new arrow fiberoptix intra aortic balloon (iab) would not advance through the 8 fr sheath provided in the kit. All company recommendations for advancing the balloon were followed with no success. After opening and attempting to insert a second iab, a 9 fr sheath was inserted, and the second iab was advanced into the abdominal aorta.